Manufacturer narrative:
Concomitant medical products: ddmb1d4, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for low defibrillation and superior vena cava (svc) coil impedance on the right ventricular (rv) lead. The rv lead also had noise during arm movement. The lead was capped and replaced. No patient complications have been reported as a result of this event.